Event description:
Pt. Admitted as possible stroke through the emergency department. Treatment included t-pa. Additional intervention required. Pt. Taken to interventional radiology for use of penumbra thrombus retrieval system. The procedure was converted to a balloon angioplasty. During the procedure, there was a rupture of the vessel. The patient later expired. See scanned page.